Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the product was discolored, showing evidence of blood contact. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. The right and non-coronary cusps were intact. A tear observed in the left cusp appears consistent with a puncture or laceration by a sharp instrument such as forceps. There was no ¿slice¿ or tear observed in the non-coronary cusp. All commissures were intact. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed at the conclusion of the investigation.

Manufacturer narrative:
Based on the clinical observation, the evaluation of the device, and the evaluation of the manufacturing process, the tear in the left cusp may be the result of contact with a sharp instrument during the implant procedure. Accidental damage during the implant procedure is a known occurrence and is addressed in the device's risk management file.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, upon coming off pump, intraoperative echocardiogram revealed aortic insufficiency. Initial observation was that a slice in the non-coronary cusp seemed to be the cause. The valve was explanted and another valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).